Event description:
Home patient reports leak noted with transfer set during treatment, resulting in a system error 2240 alarm. Home patient ended treatment and did a manual exchange. Rn reports leak noted around twist clamp of this brand new transfer set. Rn reports set was changed at unit with no patient injury or medical intervention required.